Event description:
Additional information was received stating that there was no adverse consequences that affected the patient because of the reported event. After have realizing the problem with 2 consecutive measure, they decided to not implant and change company for the bi polar implant. Right side was the affected side in this event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery for subcapital fracture of the femur performed at the hospital of (B)(6) on (B)(6) 2021, during the implantation of the bipolar. It was noticed a failure to fix the polyethylene dome insert inside the metal dome itself (never noticed before). In fact, it is detailed that with the simple marginal pressure of the fingers on the pe, the displacement of the insert was shown, this situation also occurred with the presence of the inserted head and did not give a guarantee of stability, indeed highlighting potential problems of disassembly and greater wear. It was decided to remove the piece and open the dome of a different diameter (1 mm larger) but the tests carried out on the operating table the situation was similar and unsatisfactory to give guarantees to the definitive implant. The intervention was completed with the hybrid implant using the dome of another company available in our operating room.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide complaint database search found no additional related reports against the provided product code/lot number combination.